Event description:
Boston scientific received information that this right ventricular lead exhibited low out of range pacing impedance measurement and oversensing with pacing inhibition. Asystole was noted but was less than two seconds. Additional information received from the field representative indicated that this lead appeared to have been crushed by the clavicle as confirmed through fluoroscopy. The lead was explanted. No additional adverse patient effects were reported. The lead was destroyed during laser extraction and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.